Event description:
It was reported that following a primary mini gastric bypass, at the end of the day, the patient¿s hemoglobin started to drop (= probably a bleeding), so they did a re-scope in the and saw a lot of blood clots on the staple line of the gastric jejunostomy ( posterior). The surgeon also mentioned that the thickness of the stomach seemed thicker than normal, maybe too thick for a blue cartridge. The blood clots were sucked out and the bleeding stopped without any other action (no clips). It was reported the patient is on ic unit. Patient is now at home. Device has been discarded. There was a little bit bleeding on staple line but not so much during the initial procedure, so they closed the patient as normal. The device was used on the gastric/stomach. Per the information report, it is as alleged that the device was used in accordance to the IFU.

Manufacturer narrative:
(B)(4). The analysis results showed that thirteen reloads were received sterile and in good visual conditions. One reload was pulled out and was tested for functionality with a test device by loading it into the device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all reloads are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.